Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of dyspnea and restenosis, as listed in the product instructions for use (IFU), are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event: in-stent restenosis. Onset of adverse event: approximately 28 months after stent implantation. Device issue: none. It was reported, via trial, that approximately 28 months post a proximal left anterior descending (lad) artery stenting procedure with a xience v stent, the pt reported feeling short of breath. On (B)(6) 2009, during angiography, 80% in-stent restenosis was seen, a non-abbott stent was placed and the event resolved. There was no adverse pt sequela reported. Although requested, there was no additional info provided.